Manufacturer narrative:
Date of event is estimated. A patient had their system explanted due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03203. Related manufacturer reference number: 1627487-2019-09553. It was reported the patient experienced ineffective therapy since (B)(6) 2018 and has not used their scs system since then. Additionally, patient was unable to set ipg to MRI. Diagnostics revealed low impedances. Troubleshooting was unable to resolve the issues. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the entire scs system was explanted to address the issues.